Manufacturer narrative:
Should additional relevant information become available, a supplement report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the "post filter" of an oxiris set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. An air leak test was performed at 2 bar pressure and no leaks were noted. An underwater air leak test was performed at 1 bar pressure and a leak was observed at the level of the set access post pod pump. Further inspection showed that the membrane of the pod was pinched, which allowed the reported leakage. The lines of the set, including spikes, are provided by a vantive internal supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the set component defect was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.